Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Stent damage was confirmed. Failure to advance and device damaged by another device could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that using an unspecified artery access approach during a procedure of the concentric, moderately tortuous, heavily calcified, 99% stenosed, mid to proximal, left anterior descending (lad) artery direct stenting with the 3.0 x 28 mm xience xpedition stent delivery system (sds) was attempted but the sds failed to cross the lesion. The sds was pulled back, however, the guide catheter became engaged and the proximal stent struts became flared. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed the hypotube shaft was separated and not returned.

Event description:
Subsequent information received noted the access site was radial; the hypotube shaft separation was related to handling and manipulation of the device for return shipment and was not related to the procedure. There was no reported resistance during device removal. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.